Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional, the consumer reported that they had experienced recurring eye infections after using contact lenses. Also stated that consistently developed symptoms shortly after inserting new lenses, including severe eye redness and blurred vision, which led to discarding multiple lenses and seeking medical attention from physicians and urgent care centers on several occasions. Additional information received from the consumer indicated that had experienced symptoms consistent with conjunctivitis (pink eye). The consumer was treated with unspecified eye drops. The current status of consumers¿ eyes was resolved at the time of this report. No further information was available at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).